Event description:
It was reported that the customer had high blood glucose levels of 266 mg/dl. The customer reported multiple no delivery alarms from the insulin pump during a bolus. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer also added that the insulin pump would only alarm no delivery when the programmed bolus was of a certain high amount like twenty units. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.